Event description:
The MFR received info alleging a ventilator inoperative condition. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.